Event description:
It was reported that the patient was feeling a burning and shocking sensation when the stimulation was on despite reprogramming done. The patient was also feeling weakness on the lower extremities. It was also noted that the ipg had to be charged more frequently and was not able to get a full charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022.